Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose. Customer's blood glucose level went as low as 34 mg/dl and as high as 300 mg/dl. Customer advised they were able to walk around and did not feel they had low blood glucose. Customer advised they entered the carbs in the insulin pump but did not finish all of their food. Customer advised they had a bent cannula and they changed out their infusion set.